Manufacturer narrative:
(B)(4). Date of event: unknown day in (B)(6) 2020. Implant date: unknown day in (B)(6) 2020. Explant date: unknown day in (B)(6) 2020. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03876.

Event description:
It was reported that during right total hip arthroplasty the plastic trial head dislodged from the trail neck/stem while reducing the hip. The surgeon made multiple attempts to retrieve the trail head but was unsuccessful. The procedure was completed and the patient sent to recovery. While in recovery, a trauma surgeon was consulted and the patient was brought back to surgery the same day and the retained item was removed. The patient tolerated the procedures well. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A photograph of the head provisional was provided. Visual evaluation identified wear and tear on the taper's inner surface. No further evaluation could be performed with the photograph provided. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided for the head provisional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.